Event description:
A malfunction alarm was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was informed that they could continue using the pump and advised to contact support if the issue happened again.